Event description:
It was reported that patient underwent a procedure utilizing a compression cable plate. Approximately three months later, the patient began to experience pain. Radiographs taken revealed torsion of the plate, and a revision procedure was performed to remove and replace the cable plate. No further information has been received to date.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Date of event - unknown.expiration date - unknown, product identification not provided.date implanted - approximately one month ago; exact date unknown.date explanted - unknown.510(k) number - unknown, product identification not provided.manufacture date - unknown, product identification not provided.(B) (4).